Manufacturer narrative:
The device referenced in this report has been returned to olympus medical systems corp. For evaluation. During the evaluation, the reported phenomenon was confirmed. As it was also confirmed that there was striation on the fracture surface of the subject device, it might be a possible cause that the subject device was fatigued and broken by the repeated stress.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The exact cause of the event could not be concluded at this moment, but the user stated that the strength of the subject device decreased due to aged deterioration. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was used for a laparoscopic appendectomy with a ltf-s190-5 (deflectable video scope, manufactured by olympus). After the procedure, the user found that the claw of the subject device was missing about 1by 2 mm. There was no patient injury reported.